Event description:
It was reported by a customer complaint that the patient was hospitalized due to a diabetic ketoacidosis. Prior to the admission the report states the patient was receiving "blockage detected alerts every 3 to 4 hours". Once admitted patient was placed on an insulin drip and after discharge patient was placed on back up injection. The patient's doctor insisted that the patient request a new device as the md feels that the device could have been a contributing factor in the incident. The device will be returned for evaluation to ensure that it is functioning correctly.